Manufacturer narrative:
The reported event of pacing problem was not confirmed however the event of backup vvi was confirmed. The device was received in backup vvi mode due to exposure to electrocautery during surgical procedure. The visual examination exhibited burn marks on device due to exposure to electrosurgical cautery. The damage found was sustained during the surgical procedure. The device was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device replacement due to normal eri, required programming changes were made to the device as patient did not have any intrinsic rhythm. During the procedure, the physician used electrosurgery when the electrocardiogram paused. Device interrogation revealed sane programmed setting. The physician proceeded with electrosurgery again when the device was found to be in backup vvi mode. The device was replaced, and procedure was completed without any complications. The patient did not experience any adverse consequences and was discharged.